Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the start of a routine hemodialysis treatment. The operator did not follow air recovery procedures correctly. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator did not attempt to resolve the alarm in accordance with user's guide instructions. The disposable cartridge was not available for eval. The exact cause of the venous air alarm cannot be determined although air alarms at the beginning of treatment are typically indicative of inadequate removal of air during prime by the operator or air introduced during pt connection. The user's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.